Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Reliability laboratory technician. (B)(4) failure (event) observed during analysis outer insulation abrasion was found at 8.4cm to 9.2cm from the tip end over the ring cable lumen. The ring cables were exposed.

Event description:
This report is to advise of an event observed during analysis.